Event description:
Essure was inserted 1 year and 4 months after last delivery. She used depo provera about a month before insertion and birth control pills for a month until confirmation of blockage. The day after essure insertion procedure, she woke up with severe pain. The left coil had punctured the tube, was floating in abdomen and had damaged the tube. On (B)(6) 2013, she had emergency laparoscopic surgery. It was a 15 minute procedure, but tube could not be repaired and had to be cauterized. The right side was blocked and was not removed. She continued to have severe pain, horrible cramping and bleeding were blood clots would fall out. To relieve the bleeding and pain she had a cervical ablation on (B)(6) 2013.